Event description:
During the procedure, a total of 7 urolift devices were placed on the surgical field, 4 were implanted and 3 failed. The first urolift device that failed, per the surgeon - when the trigger was compressed, it appeared to jam and required to be manually disengaged. (This device was not saved.) The second urolift device that failed per the surgeon - the device appeared to jam and the suture did not release properly. This device was noted in a previous report. The third urolift device that failed, and the subject of this report per the surgeon - there were no sutures in the device.